Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer her blood glucose goes up and down. Customer stated that the insulin pump would not deliver insulin and I goes to threshold suspend even her blood glucose was normal. Customer declined to do troubleshooting. Customer mentioned she had shingles shot and her blood glucose dropped to 28 mg/dl. Customer treated with 2 powder packs of glucose and half peanut butter sandwich. No further info provided.